Manufacturer narrative:
Inratio precision data provided by end-user lot 070281: date 2007, first test inr = 4.8, second test inr = 2.9, third test inr = 1.1. Mean = 2.93; sd = 1.85; %cv = 63.07%. Inratio precision data provided by end-user lot 070202: date 2007, first test inr = 5.5, second test inr = 3.2, third test inr = 5.6. Mean = 4.76; sd = 1.36; %cv = 28.48%. Inratio precision data provided by end-user lot: replacement meter date 2007, first test inr = 2.3, second test inr = 2.0. Mean = 2.15; sd = 0.21; %cv = 9.86%. The %cv is greater than 20% for data sets seven days in 2007. Replacement meter seems to be working fine in 2007, %cv is less than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 4.8, second test inr = 2.9, third test inr = 1.1. First test inr = 5.5, second test inr = 3.2, third test inr = 5.6. First test inr = 2.3, second test inr = 2.0.